Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Additionally, it was reported that when the sales representative visited the hospital and performed testing the following, the alarm was not duplicated. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the power switch overlay. Additionally, while servicing the device, the oxygen concentration test was failing. The flow sensor assembly was replaced to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.